Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/ investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the patient underwent a scoliosis t10-l5 fusion procedure. Upon inspection, during setup, it was noticed that the handles of two (2) socket wrench with straight handle (with silicone handle) had a residue of white powder in the cannula resulting in the entire sterile field being contaminated. During the surgery, two (2) rod introduction pliers were used and ended up getting stuck inside a hook/ screw holder and the handle of a socket wrench with straight handle disintegrated upon routine tightening. The procedure was successfully completed with a thirty (30) minute surgical delay. The patient's status is unknown. Concomitant device reported: unknown nut (part #: unknown, lot #: unknown, quantity: 1). This report is for one (1) hook or screw holder. This is report 3 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.